Event description:
Orthopedic fixation hardware removed. Fusion and healing process complete. Four screws removed intact. One screw broke upon removal. Distal 34.5 mm (approx) still in vertebral body. Surgeon elected not to attempt removal, felt that removal could compromise fusion. Screw sent to svc for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.